Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacmaker dependent patient presented via a remote merlin.net transmission with episodes of ams. The patient has a custom rv coil to svc coil channel programmed on the stored egms. The custom channel appeared to be intermittently flat despite clear activity on the v sense amp channel. The patient was brought into clinic for further assessment. Multiple hv lead impedance measurements were taken confirming the low hv lead impedance impedance in the rv to svc vector. Programming changes were made.